Event description:
It was reported the patient had their stimulator off for a few years due to unrelated medical issues including cardiac surgery. The stimulator was in a power on reset (por) condition and showed a ¿md2¿ error. The patient experienced frequency of urination and incontinence. While on the call, the healthcare provider was walked through clearing the por. The programmer had to be paired with the stimulator. Reprogramming was performed. The patient was then found to have a urinary tract infection. The patient¿s outcome was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# v726053, implanted: (B)(6) 2011, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).